Event description:
It was reported the device exhibits force sensor error. No patients injury.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device had no exterior damage. The device's event history log found a system failure: force sensor test. To conduct functional testing the device was powered up, and the check force calibrations were checked. Upon review, the reported problem was duplicated. It was determined that the force was out of manufacturing specifications. To address the issue the force sensor was recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.